Event description:
It was reported that balloon rupture, balloon detachment, shaft break, removal difficulty and perforation occurred requiring additional intervention. The target lesion was located in the moderately tortuous and moderately calcified left femoral artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The balloon was fully deflated prior to removal. Had to remove everything but the balloon and sheath would not move, and eventually balloon and the distal end of the balloon catheter at the balloon marker broke. A portion of the broken balloon got lodged in the right common femoral artery. The physician had to gain another access on the right groin and snare the broken piece. They had difficulty removing the snared piece of balloon and had to remove everything which caused a tear in the artery. The patient felt pain/discomfort due to perforation. A non-boston scientific stent was advanced to cover the perforation. The patient status was stable post-procedure and the patient was expected to fully recover.

Manufacturer narrative:
Device evaluated by MFR: mustang 8.0 x 40, 135cm was received for analysis. The device was received in three sections due to three shaft breaks and a complete circumferential balloon tear. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 13mm distal of the proximal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath. The rated burst pressure for this device as per mustang specification is 20 atmospheres. A visual examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found the shaft of the device to have completely detached at three locations. The first break was located approximately 10mm distal of the hub/manifold. The second break was located approximately 10mm distal of the proximal balloon bond. The third break was located approximately 7mm proximal of the distal balloon bond. The section of shaft which detached between both balloon bonds including one markerband was not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found one of the markerbands to have completely detached from the device. A visual examination found one of the markerbands to have completely detached from the device. The detached markerband was located inside the balloon material during analysis. The second markerband including a section of shaft which detached between both balloon bonds was not returned for analysis.

Event description:
It was reported that balloon rupture, balloon detachment, shaft break, removal difficulty and perforation occurred requiring additional intervention. The target lesion was located in the moderately tortuous and moderately calcified left femoral artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The balloon was fully deflated prior to removal. Had to remove everything but the balloon and sheath would not move, and eventually balloon and the distal end of the balloon catheter at the balloon marker broke. A portion of the broken balloon got lodged in the right common femoral artery. The physician had to gain another access on the right groin and snare the broken piece. They had difficulty removing the snared piece of balloon and had to remove everything which caused a tear in the artery. The patient felt pain/discomfort due to perforation. A non-boston scientific stent was advanced to cover the perforation. The patient status was stable post-procedure and the patient was expected to fully recover.